Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings), h11. Corrected field: d1(brand name), h6. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. Each iab manufactured is 100% inspected and the controls put in place during the manufacturing of the iab would catch a defect and not allow non-conforming device to be released. The trend review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a.

Event description:
It was reported during use that intra-aortic balloon(iab) trp3546 was inserted into a patient with ami in the cardiac catheterization room to support pci. An 8fr sheath from another company was used. The included 0.025 inch gw was used to insert the iabc into the right femoral artery. The insertion was performed according to the instructions, and no resistance was observed during insertion. After pci was completed and the patient was moved to the ICU, a few hours into iabp therapy, blood was found in the bellows near the y connector. No warning alarms for gas loss or other issues were sounded, and there was no evidence of backflow from the central lumen. It was determined that there was no possibility of a balloon leak, so iabp therapy was continued.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided, we will send a supplemental report with our additional findings. Complaint ID: (B)(4).